Manufacturer narrative:
(B)(4). The analysis of the returned device found the device was returned with the thumb advancer locked into step # 3. This finding is not consistent with the report or the thumb advancement being deployed half way down. The plunger was engaged with the # 2 visible in the window and the vessel locator wings were in the opened position. The internal examination found that the clip had not been deployed. These finding are consistent with the report of the device coming out during deployment and the reported experience is therefore confirmed. The report of the device coming out of the artery before completing step # 3 indicates that excessive tension may have been applied causing the device to pull out of the artery during thumb advancement. Based on the evaluation and the reported experience the probable root cause for the event is related to incorrect technique. The vessel locator wings were found broken but still attached to the device with all components returned. This type of damage indicates the vessel locator wings encountered resistance during thumb advancement. The most probable root cause for the broken vessel locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment. This may create distal forces resulting in bending and breakage of the locator wings. The causes for broken vessel locator wings are generally associated with deployment of the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), or/and inadequate nick and spread, especially patients with scar or fibrous tissue. Based on the analysis of the returned device the root cause for the premature retraction of the device during deployment is related to operator technique and operational context. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after step 2 locator wings deployment, half way through thumb advancer deployment, the device pulled out from the vessel. It was reported that the locator wings were in the open position as expected during this step of deployment, but appeared bent. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.